Manufacturer narrative:
Due to character limit e1: event site name-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aoritc balloon pump (iabp) had issues where it was docked but not charging. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g4, h2, h6(medical device problem, investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. Upon inspection, the fse found fault log #58 stating that the unit was not calibrated. The iabp did not have a contract and was also overdue for preventive maintenance. Further investigation found the date/time was reset to the default year 1970, the nvram chip was replaced and the time/date was updated accordingly. The transducers were also recalibrated and fail code #10 was no longer present. Both batteries were fully charged and continued to charge as intended.

Event description:
N/a.